Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine device interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity decreased from 40 to 14 percent remaining in approximately a three-month time frame. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine device interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity decreased from 40 to 14 percent remaining in approximately a three-month time frame. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine device interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity decreased from 40 to 14 percent remaining in approximately a three-month time frame. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.